Event description:
The customer called to report repeated alarms during normal use. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic assembly. Unable to perform the alarm test due to the blank display anomaly.